Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at approx 10 atms after 3 to 4 seconds on the second inflation during post dilation. The lesion being treated was located in the severly tortuous, calcified and 99% stenotic proximal left anterior descending artery (lad). The lesion was predilated with a 2.0x20 mm non-bsc balloon and a non-bsc stent was deployed. The quantum maverick balloon used for post dilation was inflated to 12 atms on the first inflation, and then ruptured at approx 10 atms on the second inflation. The device was removed from the pt intact. The procedure was successfully completed with the delivery balloon of the deployed stent. Pt status is listed as "good."

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The balloon catheter with the balloon in a deflated state was received in good condition with no damage observed. Visual and microscopic examination of the balloon material revealed a pin hole tear in the balloon wall located 1.5 centimeters proximally from the distal tip. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. There are a number of factors that may influence a complaint of this nature, these included the stenosis and calcification levels, the levels of tortuosity of the vessel or if the lesion was predilated. It could not be determined if the stent or the anatomy of the vessel contributed to the formation of the tear. The manufacturing records for batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.